Manufacturer narrative:
(B)(4).

Event description:
"The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver passed all relevant tests. The receiver log showed unexplained power-on events and a screen recoverable error alarm. Open receiver and perform visual internal inspection: failed - damaged battery wrapper was found. Inspect receiver battery: only a cosmetic defect found on exterior of the battery. The complaint was confirmed because there is an indication the receiver ceased to function in the receiver logs. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.